Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Investigation: this complaint has been evaluated. The identified malfunction is associated with a CAPA. Catheters sticking to packaging - possible design issue. This issue will be monitored through the post market product monitoring review process, sop-000741. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user reports water sachet sticking in packaging and ripping paper with current 2 mu's. He reports majority of catheters (unknown qty) affected. No photo available. There was no harm reported.